Event description:
It was reported, the subject device had the main wire broken during reprocessing. No patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported issue was confirmed. Device evaluation found cable was damaged separated and main wire is broken. A definitive root cause of the reported phenomenon cannot be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation.